Event description:
Additional information received reported the cause of the event was the device was turned off after the patient was in the hospital for bypass surgery. The device was off and showed a power on reset (por) condition. Prior to the patient's visit with her pain physician she had "lots" of x-rays due to having bypass for her heart. Reprogramming was performed on (B)(6) 2012, in which all of the patient's programs had to be reprogrammed. The patient did not require hospitalization due to the event. It was noted the patient was doing well.

Manufacturer narrative:
Product ID: 3093-28, lot# v558148, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that stimulation could not be adjusted. The display showed the "call your doctor" icon and a por (power on reset) condition. The nurse noted that the patient had recently been through heart "procedures," which could have had some impact. The device was going to be reprogrammed. Further information indicated the por was cleared and all settings were retained. The nurse indicated the patient was able to feel stimulation when the device was turned on, but it was too strong for her at the level it was programmed at. The device was going to be reprogrammed and stimulation adjusted as needed. Additional information received reported, a loss of therapeutic effect. The patient had had open heart surgery, was leaking constantly, and was not sure when the device last worked for her. She reported that the therapy was working, but the nurse turned it down and then it stopped helping the patient with her symptoms. She was on program 2 and initially could not feel it. The device was turned up and the patient was able to feel it comfortably on program 2. Additional information received reported that prior to the patient's open heart surgery on (B)(6) 2012, the patient stated the device worked "pretty good, not perfect but better than now." The patient noted that she was on program 2 at 2.8 volts since (B)(6) 2012. The patient indicated she saw the nurse on (B)(6) 2012, and reviewed with the nurse what, that manufacturer representative helped with, and stated it seemed liked it was working. The patient indicated she had a follow up scheduled for (B)(6) 2012, with the nurse. The patient stated she was going to the bathroom a lot and going through more pads now than before. She indicated that one pad used to last two days and now one pad was lasting a day. The patient increased her setting to 3.0 volts. She noted that she was doing good last saturday, (B)(6) 2012, but it seemed like it would "go down on her." The patient believes it is due to her being older. She stated she would check back with the nurse to determine whether she should continue with her current regimen or go in for reprogramming. Additional information had been requested, but was not available as of the date of this report.